Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in a slow ventricular tachycardia. The patient was cardioverted at the hospital. Programming changes were made, and the patient was stable.